Event description:
Ge anesthesia machine display blanked out at the end of the or case. Error code was present but or did not recall what message was displayed. This fortunately occurred at the end of the case and did not impact the patient's monitoring. Machine involved was aisys cs2. Device was repaired on site. Service report indicates replacement of the power controller board and the universal power supply, "loaded v10.0 aisys software for the new power controller board and configurations, then performed operation verification and returned unit to service."